Manufacturer narrative:
Product complaint # (B)(4). Complainant part was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a suprapatellar insertion handle and a driving cap cross-threaded. The driving cap doesn't screw in properly. There was no patient involvement. This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a synthes rep. H3, h4, h6: a review of the device history record. Device history lot: part: 03.010.475; lot: l361938; manufacturing site: bettlach; release to warehouse date: 12. May 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on an unknown date, a suprapatellar insertion handle and a driving cap cross-threaded. The driving cap doesn't screw in properly. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction/functional. Visual inspection: the driving cap (p/n: 03.010.475, lot #: l361938) was returned and received at us cq. Upon visual inspection, the distal threads of the device were stripped. There were scratches and nicks on the head of the device consistent with the device use and has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed on the returned device. The driving cap was not able to screw in properly when the driving cap was screwed into the insertion handle. The complaint was replicated with the returned devices. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the drawing reflected the current and manufactured revision. The device received was stripped. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the driving cap (p/n: 03.010.475, lot #: l361938). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.